Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter in a colectomy during a functional end to end anastomosis, on the 2nd firing, while the surgeon used the cartridge on resection of the anal side colon, the surgeon was unable to fire after clamping the tissue. A new cartridge was opened and used. The surgical time was extended by less than 30 min. There was no patient harm.